Manufacturer narrative:
Device was not returned to the manufacturer, therefore, no method, results or conclusions could be determined.

Event description:
Patient's knee was infected. Original surgery was performed in 2004. Revision surgery, which consisted of removing the plastic tibial insert and replacing it with a new one, was performed in 2007.